Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was using a spider fx as embolic protection while treating a patient in an unknown vessel. No difficulties were experienced or reported while the device was in use. The vessel was not reported to be tortuous. It was reported that, while washing the device post recapturing <(>&<)> removal from the body, the physician noted that the tip of the device had disappeared. The physician noted that the particle of tip had drifted away to distal area of the internal carotid artery(ica). It was reported that the physician tried to remove the particle using an unknown brand of microsnare device but this was unsuccessful as the physician reported the space to be too narrow. It is reported that this particle of the device remains in the patient.

Manufacturer narrative:
Device evaluation: visual inspection of the received spider fx showed the capture wire loaded inside the blue retrieval catheter with the filter visible outside of the distal end of the catheter. The filter assembly was inspected and observed the coiled tip was fractured off from the capture wire. No other bends or kinds were noted to the capture wire. The filter was inspected under microscope and found no anomalies. The fracture face of the capture wire appeared to be flat/blunt. The total length of the returned capture wire was approximately 189 cm. The product labeling indicates the length of the capture wire is 190 cm. The spider fx was returned without the coiled tip. The tip appeared to break off from the capture wire. No other bends or kinks to the capture wire were noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.